Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and will not be returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that an expired ar-1320bcnf, suture anchor micro biocomposite suturetak (lot: 10128646) was implanted during an inter-positional arthroplasty of the second metatarsal procedure. The rep stated the device was facility owned and was taken from the facility's stock. The device expired on 02/28/2019. The circulator noticed the expiration date labeled on the implant sticker after the surgeon had already implanted the device. The surgeon attempted to remove the implant, but was only able to remove the suture. The rep confirmed the anchor body remains implanted. In the attempts made to remove the anchor body, the surgeon removed more bone than they originally planned for the procedure.